Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component on an unk side on (exact date not reported). Currently, the pt is being monitored due to unk reasons.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the ot is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might/ is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should add'l info become available and / or the device(s) be returned for eval and an investigation result is available, an amended medical device report will be submitted. (B)(4).